Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/26/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed unexplained pump reboots. During a visual inspection of the pump, no damage was found to the battery compartment or cap, and the battery cap secured properly to the pump. During testing, the pump was exercised for 24 hours with no duplicated reboots. The battery cap contact dimensions measured within specifications. The pump case was removed and no evidence of moisture ingress or damage to the power circuit was found.